Event description:
It was reported that during a laparoscopic sigma procedure, the display showed instrument error, blade broken, part did not fall into the patient - part will be with the instrument. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The blade of the instrument was in good condition and not broken off. The device was functionally tested on the generator and the hand control switch assembly was not functional. However, the device did activate when tested with the foot switch and not instrument error was displayed. The device was disassembled to inspect internal components. Corrosion and moisture ingress were found at the hand activation domes. It is probable that this may have affected the functionality of the hand activation buttons. Moisture ingress at the hand activation dome can occur during reprocessing. It is possible that this instrument was reprocessed. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.